Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the motor current increased and flow saturation was noted. A pump stop alarm was received. The impella was explanted and a new impella device was placed. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the data logs showed that the pump stopped immediately upon the occurrence of the "impella stopped - motor current high" alarm. Prior to the pump stop, the motor current was elevated and increased rapidly following a "suction" alarm. The motor current elevation corresponded with the ps waveform suddenly becoming ventricular with a brief ventricular position alarm, likely indicating when biomaterial was ingested. Additionally, purge pressure rapidly increased with heparin levels noted to be at 0 throughout support. The flow rate was elevated at this time. The returned pump was able to successfully activate and its performance was within specification. Visual inspection of the pump after its run revealed biomaterial around the impeller and in the purge gap. In conclusion, it was determined that the root cause of the pump stop was ingested biomaterial. Impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.